Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device was not inflating and deflating. All the components were removed replaced. There were no patient complications reported.